Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead and right ventricular (rv) lead presented to the emergency room two days post implant complaining of shortness of breath. The patient had an effusion and the physician tapped the fluid. It was unknown if there was a perforation at the time of implant, no documentation during or at the pre-discharge, but this was suspected as both leads were maneuvered several times during the implant procedure. The patient was released without further issues.